Manufacturer narrative:
Based on the available information this event is deemed a serious injury. The end user stated she changes her pouch every day which she prefers to do. The end user stated she sometimes use hollister adhesive remover to her peristomal skin and uses (B)(6) soap to cleanse her peristomal skin. The end user also stated she saw her doctor on (B)(6) 2014 and was prescribed miconazole powder which she is currently using and was also recommended to use duoderm signal on her peristomal skin, followed by 3m protective barrier spray. The end user stated she holds and molds her skin barrier in place. The end user also stated she has been applying tape on top of the duoderm signal followed by stomahesive paste. The end user was instructed to continue to crust with an antifungal powder and protective barrier spray and to discontinue the user of the tape because her pouch and the paste can be applied directly over the duoderm signal. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. A return sample for evaluation is not expected.

Event description:
An end user reported a circumferential red rash like area to her peristomal skin which she stated extends out beyond the white tape collar approximately 7 mm. The end user also stated she occasionally experiences itching from the red rash like area.